Event description:
It was reported the patient¿s symptoms were slowly coming back. The reporter stated the patient was doing well since (B)(6) 2012 and up to (B)(6) 2013. It was noted the return of symptoms started in (B)(6) 2013. It was noted that impedance measurements had been normal up to the week prior to this report. It was further noted the patient was reprogrammed on (B)(6) 2013 and the manufacturing representative noted a drop in impedances on the left side. It was noted the manufacturing representative increased the voltage to get more benefit, but the patient had side effects and a return of the original symptoms even with reprogramming. The reporter stated in (B)(6) 2012, impedance measurements showed a short that was still present in (B)(6) 2013. It was further noted the patient was going to have a CT scan to check the leads. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).